Manufacturer narrative:
The customer reported that the central nurse's station (cns) was resetting the group names back to a previous value. On a follow-up call, the customer reported that the issue had resolved itself and he was unsure of how this happened. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was resetting the group names back to a previous value.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was resetting the group names back to a previous value. On a follow-up call, the customer reported that the issue had resolved itself and he was unsure of how this happened. No patient harm was reported. Details of the complaint: on (B)(6) 2018, (B)(6) reported the group names were changed on the cns-6201a back to defaults. Service requested/performed: nk support advised the customer that this generally does not just happen. Possible causes may be that someone accidentally changed something in the system or a new unit was installed in the network and pushed the group name settings to default. Nk support also provided the customer with a list of the group name settings although they were unsure how updated it was. A follow up email was sent to the customer, in which the customer responded the issue had "magically fixed itself." Nk support provided an explanation of what may have happened: the segment master took back over and set all the group names to what they were supposed to be, or someone went in and changed the group names on the segment master. Investigation result: possible root cause may be user error as this issue generally does not happen unless someone changed something in the system. This is likely as the issue seemed to appear suddenly and was resolved just as suddenly without nk assistance. There were no further reported issues. The device was in use with a patient and there was no reported harm. As this issue is readily detected by staff monitoring the cns, other arrangements can be made to monitor the patients affected. This complaint record can be closed as no further investigation is needed at this time.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, (B)(6) reported the group names were changed on the cns-6201a back to defaults. Service requested/performed nk support advised the customer that this generally does not just happen. Possible causes may be that someone accidentally changed something in the system or a new unit was installed in the network and pushed the group name settings to default. Nk support also provided the customer with a list of the group name settings although they were unsure how updated it was. A follow up email was sent to the customer, in which the customer responded the issue had "magically fixed itself." Nk support provided an explanation of what may have happened: the segment master took back over and set all the group names to what they were supposed to be, or someone went in and changed the group names on the segment master. Investigation result issue was detected on a cns-6201a (pu-621ra), and no device serial ID was provided by the customer. Irc-nka300165370 was opened to investigate a similarly reported issue in which group names were reported to change back to default. Investigation of the incident concluded that "group names" can never be changed automatically. It is suspected that the network configuration was changed or an operation performed to change the "group names" at the time. Similar tickets review using keywords "group names changed" found 3 reported issues: (1) 54747/300165370 reported 03/26/19; customer reported all of her group names have changed back to default. Issue was resolved by manually re-naming the groups. (2) 51719/300160176 reported 02/15/19; customer reported the group names have been changed without the customer's input. Staff were found to have system passwords and were suspected to be making the changes. (3) 58824/300170514 reported 05/15/19. Customer reported all group names changed back to defaults. Per investigation, the resetting of the group name normally happens if a new cns or rns is introduced to the network incorrectly. Suspected root cause is user error as this issue generally does not happen unless someone changed something in the system. This is likely as the issue seemed to appear suddenly and was resolved just as suddenly without nk assistance. There were no further reported issues. No product deficiency suspected.

Event description:
The customer reported that the central nurse's station (cns) was resetting the group names back to a previous value.